Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After pfna operation patient walked two weeks and after that the patient felt pain in hip. Not able to walk. X-ray picture was taken and total implant failure was seen in x-ray. Revision surgery took place. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Report was initially submitted on december 4, 2015, but the FDA site was down. Advised by FDA on december 9, 2015 to resubmit medwatch.device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include hwc. (B)(4). Procedural dates (implant/explant) are unknown. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the us. Device history review: manufacturing location: (B)(4) - manufacturing date: march 5, 2015 - expiry date: february 1, 2025. No non-conformance reports (ncr) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per information received on november 6, 2015, the implant components separated from one another. However, no breakage was noted. (B)(4).